Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.